Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). Additional information regarding the programming issue and the serial numbers of the n¿vision programmers and any potential analysis results for the n¿vision programmers can be found in regulatory rep #: 3007566237-2017-01850.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose per day via an implantable pump for an unknown indication for use. It was reported that the phrase ¿mz pumpe vorzeitig leer¿ means ¿pump to early empty.¿ it was reported that the pump had a low reservoir alarm and the alarm was ignored and the ¿pump said is empty¿. It was reported that the patient came with withdrawal symptoms and the patient¿s spasticity had come back. It was noted that it is still possible that a wrong programming was done. It was reported that there were no catheter problems. It was reported that programming could be the problem or an issue with the clinician programmer. It was reported that at the time of this report the issue was resolved. The pump was programmed in the neurology department. It was noted that both clinician programmers in this department will be replaced along with training for the new healthcare doctor in the department will be offered. The manufacturer representative offered to assist at the next pump refill. No surgical intervention occurred and no surgical intervention was planned. The patient status at the time of this report was unknown. No further complications were reported and/or anticipated.